Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited increasing pacing impedance measurements four months earlier. The field representative noted that when performing threshold measurements there was no capture at five volts. The patient is not pacemaker dependent. The patient was referred to another physician. The field representatives in the area of the other physician attempted to obtain further information without success. The rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a revision procedure was performed due to impedance variations for the right ventricular (rv) lead. During the revision procedure it was noted that there was externalized conductor coils on the rv lead. The physician explanted the rv lead and the implantable cardioverter defibrillator (ICD). The patient was upgraded the following day to an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No adverse patient effects were reported